Manufacturer narrative:
(B)(4). Advancer. Additional information was requested. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during the first firing sequence causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. However, it could not be determined what may have caused this condition. The remaining clips were conforming according to our manufacturing specifications. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired only one clip and then it stopped.